Event description:
A pt's caregiver called lfs in 2003 about the pt's meter not turning on. The emergency medical service had to be contacted due to this issue. Medical affairs specialist was able to speak with the caregiver 3 days later and they were able to provide more info. In 2002, early in the morning, the caregiver tried to test the pt on their meter. The meter would not turn on. Caregiver tried replacing the batteries, but still there was no power. The meter was working fine that night before. The caregiver was not able to give the pt any insulin since they were unable to test pt's blood glucose. At that time, the pt was feeling low, and was going into seizures. The pt is a brittle diabetic and "goes low quickly". The pt's spouse gave pt a "shot of glucose", while the caregiver called the emergency medical service. The emergency medical tech came within minutes. It was unknown to the caregiver what the emergency medical tech meter reading was or what treatment they gave. The pt "came around soon", but was not taken to the hosp. The caregiver called lfs that afternoon about the meter. Caregiver stated that the meter had worked fine the night before. The pt's blood glucose was in the normal range and pt was feeling fine. "Pt even had a bowl of ice cream". The power issue of the meter was not resolved with troubleshooting. This case is reported because if the meter had worked that morning and given a reading to the pt, pt could have been treated accordingly prior to their going into seizures.